Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Did the same issue occur with both reported devices? Only with the ats 45 lot: t9228r and magazine lot r40h9z. Was the device difficult to close? Unknown. Was the device difficult to fire? Unknown. Where any unusual noised heard while firing? Unknown. Were any surgical clips used in vicinity? No. Where there any calcifications? Unknown. Were any staples visible? If so, please describe shape. Unknown. How was the bleeding addressed? With conversion ligatures. What was the approximate blood loss? Unknown. What is the current patient status? After autotransfusion, stable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the issue with the second ats45?

Event description:
It was reported that the vena cave was to be removed with atw45/tr45w. Device cut, but did not staple. Patient had high blood loss and needed re-infusion.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a05e. Investigation summary the analysis results found that two 6r45b reloads (g & h) were received sterile and with no apparent damaged. The packages were opened and the reloads were loaded into a test device and tested for functionality and it fired, cut and formed all the staples as intended. The staple lines were complete, and the staples meet the staple form release criteria. The analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples meet the staple form release criteria. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what was the issue with the second ats45? Same issue.